Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that due to scar tissue, their implantable pulse generator (ipg) is working harder and likely won't last as long as normal - perhaps a few years less. The ipg remains in use. No patient complications have been reported as a result of this event.